Manufacturer narrative:
Evaluation summary: the incident sample was received for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found tissue in the jaws. The customer reported that the device had a cutting/knife issue, the knife blade did not retract, also had a jaw issue, it was difficult/impossible to open, it locked on tissue and the blade would not cut or retract. The reported conditions were confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening and the knife from sliding. The jaws opened when slight forward pressure was applied to the handle. After the tissue was removed, the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. No further sticking occurred. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this product states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The failure identified on this customer returned sample is a known issue and is addressed in the risk management file. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had an issue with the jaws. After the device was closed on tissue, the knife blade would not retract and the jaws were difficult to open. The tissue around the jaw was resected in order to removed the device. There was no patient injury.